Event description:
The customer reported the sys was shutting down uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The following parts were reseated: ps1 connectors, general interface board, fluoroscopic functions board, all power connectors. Additionally, the c-arm and the workstation monitors were adjusted. The sys was then found to be operating as intended.